Event description:
Found pt with respirations 4-8 per minute, during which time pca pump delivered a dose to the pt without the pt pressing the pt pendant. Pca was not set to deliver basal rate. Settings were verified. Pca was stopped. Narcan 0.4mg times 2 doses were given to pt. No adverse outcome. Morphine pca settings were: 1.5mg with no continuous 7 minutes lockout, 4 hour limit 30mg.